Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset and assisted the caller through the process. Following the reset, the error code did not reappear, and the caller was able to successfully start their sensor session.